Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion as observed during auto threshold test. Additional information indicated the field representative wanted to know how the algorithm worked and its occurrence. The pacemaker remains in service. No adverse patient effects were reported.